Event description:
It was reported that the patient presented remotely via merlin.net. Review of the transmission revealed that the implantable cardiac monitor showed false atrial fibrillation (af) episodes. No programming changes were performed. The patient was in stable condition.